Manufacturer narrative:
Updates to manufacturers narrative investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information source: email.

Manufacturer narrative:
Investigation summary: to be determined. Root cause: to be determined. Source: email.

Event description:
Customer reporting false positive flu a result. Customer states that the result was confirmed negative by pcr. Multiple attempts were made to gather more information from the customer regarding patient result without success.